Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a defective u1103 component on the c/a board. The root cause for the defective u1103 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.